Event description:
It was reported that, noise resulting in oversensing was noted on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable and will be monitored.